Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast) and the insulin pump failed the displacement test. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the pump error, the customer was able to clear the alarm and complete the insulin pump rewind and the customer was advised to discontinue use of the insulin pump and revert to the backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unable to perform displacement test due to constant pump error 37 during rewind. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The adapt tool reveals that pump error 37 alarms were found on (B)(6) 2025 23:13:11.000 through (B)(6) 2025 00:05:58.000. Proceed by cutting unit open and perform a visual inspection of all connectors and electronic assemblies. Per visual inspection all connectors were plugged in properly including motor flex connector. Corroded electronic assembly was noted upon deconstructive analysis. Unit also received with missing display window/cover, stained keypad overlay, battery tube threads - cracked, cracked case (battery tube), scratched case and pillowing keypad overlay. In conclusion unit received with constant pump error 37 during rewind due to corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.